Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre operatively, the staff opened a suture pack and found no suture or needle inside. An additional new suture used without issue. There was no patient involvement.